Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection found no evidence of a damaged cannula. The pod was unable to connect to the master controller. The battery voltages were measured to be sufficient for download and no damages or manufacturing defects that would cause connection issues were observed during inspection. The pod connected to an external power supply and allowed to sit for 80 hours in an attempt to reset the bluetooth connection, however this was unsuccessful. A beep test was unable to be completed as a result and data was unable to be retrieved from the pod device. The exact cause for this connection issue and subsequent data loss could not be conclusively determined.